Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-06865, 1627487-2022-06866, 1627487-2022-06867, 1627487-2022-06868, 1627487-2022-06869, and 1627487-2022-06399. It was reported that the infection spread to the full system. As such, the patient's system was explanted to address the issue.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that cultures came back negative for infection.